Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (hyperlipidemia and hypertension) as well as the patients advanced age may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs) approximately 5 years and 7 months post transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the patient presented with shortness of breath and congestive heart failure. An echocardiogram performed showed the patient had elevated gradients. The patient is being elevated for a valve in valve. The most recent echo showed the left ventricle that the cavity size was normal. The wall thickness was normal. The systolic function was vigorous. The estimated ejection fraction was in the range of 65% to 70%. There was no regional wall motion abnormality. The features were consistent with a pseudo normal left ventricular filling pattern, with concomitant abnormal relaxation and increased filling pressure (grade 2 diastolic dysfunction). The aortic valve showed that there was a tavr valve. The transvalvular velocity increased. The findings are concerning for significant prosthetic valve stenosis. There was moderate regurgitation. The peak systolic velocity is 4.7m/sec. The mean systolic gradient is 49mm hg. The left ventricular outflow tract (lvot) to aortic valve vti ratio is 0.25. The valve area by the velocity-time integral method is 0.9cm^2. The at is >100 ms (abnormal). The mean gradient was 35-50mmhg per catheter and echo measurements, the valve area was 0.7 per thermo on cath and 0.9 on echo. There were calcifications on the leaflets on CT imaging. The patient is currently stable and a valve in valve is planned.